Manufacturer narrative:
This report is submitted on 27 may 2020.

Event description:
Per the clinic, the patient experienced a skin infection at abutment site; subsequently the patient was treated with a topical antibiotic and had the abutment replaced.